Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line and luer hub separation cannot be confirmed by the photo. The photo shows the extension lines in use but does not provide clear visual evidence of luer hub separation. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon three potential lot numbes from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The complaint of extension line and luer hub separation cannot be confirmed by the photo. The photo shows the extension lines in use but does not provide clear visual evidence of luer hub separation. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history (three potential lots) and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "upon connecting medication to the line the hub broke off." A "temporary solution" was made described as "they made a connection fit from a type of connector to maintain infusion running". No patient harm was reported. The patient's condition was reported to be critical, unrelated to the device. The patient was in renal failure due to diseased state.

Manufacturer narrative:
Qn #( B)(4). The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. The customer provided one photo that shows a 3-lumen catheter, in which the distal luer hub had separated from the extension line and returned one 3-lumen cvc for evaluation. Signs of use were observed within the catheter body and inside the extension lines. Visual inspection revealed the distal extension line separated adjacent to the luer hub. Remains of the extension line molding were visible inside the luer hub. The separation point on the distal extension line was rough and jagged. The catheter length from the juncture hub to the distal end measured 220mm via calibrated ruler, which was within the specifications of 207-227mm per product drawing. The distal extension line outer diameter (od) measured 1.690mm via calibrated micrometer, which was within the specifications of 1.68-1.78mm per the dilator extrusion product drawing. The distal extension line inner diameter (ID) measured 0.046" or 1.168mm via calibrated pin gauge, which was within the specifications of 1.14-1.24mm per product drawing. This indicated that the distal extension line wall thickness measured within specifications. Functional inspection of the catheter was performed per the product IFU, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and medial extension lines were flushed using a lab inventory 5cc syringe. The extension lines flushed normally. No leaks or blockages were observed. A manual tug test confirmed the proximal and medial extension lines were fully secured onto their respective luer hubs. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed based on the sales history, as no lot number was provided, and no relevant findings were identified. CAPA has been previously initiated under teleflex's quality system by the manufacturing site due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue was manufacturing related. Corrective actions were not implemented at the time of this report. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "upon connecting medication to the line the hub broke off." A "temporary solution" was made described as "they made a connection fit from a type of connector to maintain infusion running". No patient harm was reported. The patient's condition was reported to be critical, unrelated to the device. The patient was in renal failure due to diseased state.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "upon connecting medication to the line the hub broke off." A "temporary solution" was made described as "they made a connection fit from a type of connector to maintain infusion running". No patient harm was reported. The patient's condition was reported to be critical, unrelated to the device. The patient was in renal failure due to diseased state.